Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3542757, lot #92566. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Deflation of the left breast prosthesis was confirmed by a doctor. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 270cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 10/29/2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White and red material were observed on the shell surface. Mentor product analysis lab¿s visual examination of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was not confirmed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).